Manufacturer narrative:
Additional MDR associated with this event: 3025141-2014-00057: plate.

Event description:
Following implantation, the heads of the 3.5mm hexalobe screws popped through the plate. The plate and screws were explanted.